Event description:
It was reported that the insulin pump alarmed and squirted insulin during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose/protruded drive support disk. The unit also had cracked display window corners, battery tube threads, reservoir tube, reservoir tube lip, scratched lcd window and missing end cap sticker.